Manufacturer narrative:
The MFR's service rep performed an on-site investigation. The hard drive and power cable was replaced. The system software was re-loaded. The system is operating as intended.

Event description:
The customer reported that the images were stored over each other on the 9900 system. No pt injury was reported.